Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient has been experiencing transient ischemic attacks and was recommended to schedule an MRI. Nevro had attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. There have been no reports of further complications regarding this event.